Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.

Event description:
After 2 1/2 years of cochlear implant use, this pt reported poor sound quality and fluctuating volume. Even numbered electrodes were deactivated in the speech processor program. This improved the sound quality for some time. On 9/21/2005, several faulty electrodes were discovered through integrity testing. Reprogramming did not resolve the patient's continued report of poor sound quality. The clinic has decided to explant the device and reimplant the patient with a new one.